Manufacturer narrative:
This report is submitted on november 27, 2018.

Event description:
Per the clinic, the patient experienced skin flap issues and infection at the implant site in (B)(6) 2017. Subsequently the patient was treated with antibiotics; however the issue could not be resolved. There are plans to perform a skin flap revision; but yet to occur as of the date of this report. The implanted device remains.

Manufacturer narrative:
It was reported that the patient's device was explanted on (B)(6) 2019. This report is filed on april 29, 2019.

Manufacturer narrative:
This report is filed on june 05, 2019.